Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device record review will be provided in a follow-up medwatch report. The march 2007 15-month cre balloon - fixed wire complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
It was reported on april 13, 2007, that during an esophagogastroduodenoscopy (edg) with dilation using a cre balloon dilatation catheter on a female, "the balloon had a hole in it" causing "leaking into the patient's esophagus". The balloon partly obstructed the esophagus. "The esophagus started to fill with water and she started to aspirate". "The balloon was quickly removed and [the patient] was suction[ed] out". The patient's condition was reported as "fine".